Event description:
It was reported that the head end slide tube weldment broke when a pt sat on it. No adverse consequences are alleged.

Manufacturer narrative:
After investigation, the most probable cause to explain this condition is that a torsional overload was applied to the head and slide tube weldment. It is likely that foreign debris entered the area surrounding the slide lock tube, causing torsional resistance in the lock rod.